Event description:
It was reported that the user frequently paused insulin delivery due to fear of hypoglycemia and intermittently resumed delivery when glucose was high; the user believed insulin continued during pauses, requested a replacement, and received retraining planning. Symptoms included hyperglycemia, with a reported maximum blood glucose of 369 mg/dl and prolonged elevation above 180 mg/dl, with device alerts for extended high glucose. Outcomes included no reported hospitalization, no medical intervention, no assistance required, and no ketone testing or back-up therapy use. Investigation included review of device data and user report, verification of shipping and return processes, guidance on device shutdown, and counseling on data not transferring to the replacement. Investigation of this case revealed user-driven pausing of insulin as the precipitating factor for hyperglycemia, with no evidence that insulin delivery continued during pause states and no device alarms or malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and fear of hypoglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.